Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and continued using it without further issues, with understanding to contact support if the malfunction reoccurs.